Event description:
Treatment of an aneurysm. During the procedure, it was reported that the implant coil prematurely detached in the aneurysm after the physician repositioned it multiple times. The detached implant coil was completely inside the aneurysm; therefore, no attempt to retrieve it was made. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The delivery pusher was returned for evaluation and the event cause could not be determined. (B)(4).